Manufacturer narrative:
Conclustion: the actual device involved in this event was returned for evaluation. Minor spots and blemishes were found at visual inspection. Functional testing found that the motor drive unit (mdu) wasn't working. Attaching the hand piece to mdu was difficult and at some times impossible (the handpiece cable tip had to be wiggled into cpc connector). It was found that the cpc connector was misaligned. Internal inspection revealed no loose hardware or electrical connections.

Event description:
It was reported by the customer that their motor drive unit was not working. No additional details were known.